Manufacturer narrative:
Initial reporter name: unknown. Initial reporter address: the initial reported address was not provided. The bd (B)(6) address is being used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential discrepant result was obtained. The customer stated they tested a patient that was positive via pcr using the veritor assay, and the result was positive. The customer sent out a follow-up pcr, and the result was negative. The customer stated the physician reported the discrepant results. There is no report of patient impact. (B)(4).

Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number, testing of retention samples of batch number, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that was observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 a potential discrepant result was obtained. The customer stated they tested a patient that was positive via pcr using the veritor assay and the result was positive. The customer sent out a follow-up pcr and the result was negative. The customer stated the physician reported the discrepant results. There is no report of patient impact. (B)(4).